Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002387 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and mid-procedure the physician noticed an air bubble in the "clear encapsulation" on the vizigo sheath. The physician re-flushed the sheath and pulled blood from the patient through the sheath. However, the sheath became very bloody and the physician was unable to visually determine the nature of its possible damage. The physician's suspected an issue with the valve but could not determine that due to the poor/blood-obscured visuals. Upon replacing the sheath, the issue was resolved and the procedure continued. No air was introduced into the patient, and no medical intervention was required. No patient consequences were reported.